Manufacturer narrative:
(B)(4). Information was not provided by the contact. Pinion axle support, firing trigger teeth, yoke teeth. Batch # l5520d. The analysis results found that the ats45 device was received with the shroud damaged a reload loaded in the device. The reload was received fully loaded with staples with the lockout spring normal. Upon further inspection, it was noted that the firing and clamping mechanisms were damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth, yoke teeth and pinion axle support were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4) the batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a colon procedure, the firing trigger is broken. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.